Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a 8.5 fr varipulse catheter and the patient experienced dysphagia / stroke post procedure. Pvi (pulmonary vein isolation) was performed isolating all veins with a total of 30 applications (2 incomplete). Following the case the patient was "fine" but after some time the patient had some dysphasia with signs of a stroke. The CT (computed tomography) "looks fine" but the patient was scheduled for an MRI (magnetic resonance imaging) shortly afterward. During the first 20 minutes or so after waking up the patient's speech was "okay and all fine" with hints of grogginess, but after that initial time frame the patient's speech deteriorated. CT brain showed nothing initially. MRI was used to look for a smaller stroke and found an acute stroke. Discreet lesion was identified on the MRI. Patient did not "lose power" but lost speech. The patient's scans went as follows: -- CT brain showed: mild to moderate atrophy ¿ mild burden of microvascular change ¿ with no acute finding. -- CT angio showed: widely patent intracranial vessels and extracranial vessels. No acute thrombus or hemodynamically significant stenosis. -- MRI of brain showed: small acute infarct in the posterior aspect of the left frontal lobe. No hemorrhagic transformation rhythm while ablating was sinus rhythm. Heparin was given and patient was fully heparinized. Act (activated clotting time) 1:349 13:19 9000 given. Act 2: 305 13:58 2000. The patient had taken morning anticoagulation apixaban. Anticoagulation management was done post procedure as well. Prethrombus check was done via 2 modalities (tranesophageal echocardiogram and CT). Protamine was provided when sheaths were out of the atrium. It was reported that electrode 4 or 5 had small yellow warnings every now and then when not being overlapped or near the sheath. Patient had a chadsvasc score of 3. He was a 75 year old with hypertension and a pacemaker in 2023. Ejection fraction was 55%. The patient required overnight hospitalization for monitoring, and they were discharged the following morning. The patient fully recovered.

Manufacturer narrative:
On 21-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that pvi (pulmonary vein isolation) was performed isolating all veins with a total of 30 applications (2 incomplete). An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia (trans ischemic attack). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).